Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged post implant. A revision procedure was performed the following day, and the lead was repositioned. No additional adverse patent effects were reported. This lead remains implanted and in service.